Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) incidents of coring occurred during reconstitution of vial-mate adapters. The vials attached were either the vancomycin 1g or 750mg. The event occurred during preparation. There was no patient involvement. No additional information is available.